Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particles on the tubing of a large volume folfusor. The particles are further described as "a fiber of some description-possibly plastic" . This occurred during preparation. The set was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the lot was manufactured from august 27, 2020 - august 28, 2020. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was a clear particle located in the tubing line. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause of the clear particle is a gel mark embedded in the material of the tubing line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.